Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 18:39:30. During night drain cycle one, the patient's ultrafiltration reading was 1295ml, indicating the patient drained 1295ml more than their maximum programmed fill volume of 2000ml. No additional information is available.